Event description:
Technician alleged that the brakes will not stay engaged. Brake would set and then pop out of brake. No pt impact.

Manufacturer narrative:
Tech found that the brake caster mechanisms are worn. The tech replaced the brake casters to resolve the issue.